Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that at post op check, the rv sensing and impedance were noted to be down significantly with loss of capture observed. The electrogram (ECG) noted atrial fibrillation (afib) signals as well as r-waves. Fluoroscopy revealed rv lead dislodgement. The lead was repositioned without any complications. The patient was stable throughout the procedure.